Manufacturer narrative:
A ge representative evaluated the system and adjusted the high voltage power supply. The system operates as intended.

Event description:
The customer reported ma sensor and saturation fault error messages. This resulted in a shut down situation per the customer. There are no reports of patient injury or death associated with this event.